Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and not broke off as stated by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed and the blade tip broke off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.